Manufacturer narrative:
Product analysis: the pacific plus pta balloon catheter was received into medtronic investigation lab for evaluation. The device was received loosely coiled within a nested series of hospital sealed sterilization pouch along with its opened labeled pouch and a support sheath. No procedural images were received for evaluation. The pacific plus catheter was received with the balloon chamber separated at the proximal balloon bond from the catheter¿s outer sheath and remained attached to the catheter by the inner guidewire lumen. The inner guidewire lumen exhibited tensile stretching and necking down. Contrast residue was noted within the inflation lumen. The proximal separation face exhibited tensile stretching in the proximal balloon chamber bond. The distal separation face exhibited tensile stretching in the proximal balloon chamber bond. The guidewire lumen exhibited accordion folding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a pacific plus pta balloon with a 4fr sheath during patient treatment. No damage was noted to the product packaging prior to use. No issues noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent. It is reported wen attempting to remove the device after used detachment occurred. It is reported the balloon broke at the distal end. The detached portion remained inside the introducer and was removed in the introducer. No patient injury reported.